Event description:
It was reported the pt occasionally experienced a full body jerking motion when stimulation was on. Allegedly, the pt's physician believes the issue was not related to the scs system. Follow-up revealed the pt committed suicide on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.